Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right pulmonary vein using pod coils, pod packing coils (pod pc), non-penumbra coils and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, the physician advanced a pod coil through the microcatheter into the target vessel. After advancing approximately 50cm of the pod coil into the vessel, the physician found that the pod coil could not be formed as expected. The physician then moved the pod coil back and forth five times. Subsequently the pod coil would not move in tandem with the pusher assembly and had unintentionally detached in the microcatheter. Therefore, the physician pushed the remaining pod coil into the vessel using the pusher assembly. The procedure was completed using another pod coil, four pod pcs, two other coils and the same microcatheter. There was no report of an adverse effect to the patient.